Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left antebrachium. The 90% stenosed target lesion was located in a moderately tortuous left elbow shunt. The sterling 6.0x40/80 (4f) balloon catheter was initially inflated to 10 atms for 30 seconds. The balloon was slightly moved. Upon second inflation the balloon ruptured at 12 atms. The procedure was complete with a different device. No patient complications were reported and the patient's status is good.